Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a right coronary artery. A 3.0 x 12 mm nc trek was being used for post-dilatation. As the balloon catheter was being advanced, while the balloon was still inside the guiding catheter, the physician felt something snap and decided to remove the catheter and guiding catheter as a single unit. There was no report of resistance when advancing the catheter. After removing the devices from the anatomy, the proximal shaft was found to be separated. The procedure was completed at this time. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.